Event description:
The clinician reports the implant was inserted (B)(6) 2010 in fdi 37 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.